Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five weeks after the dental implant was placed, in ada site #31 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type ii and good hygiene. The device will be forwarded to the manufacturer for investigation. The patient reported pain at the time of the event, no further patient complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five weeks after the dental implant was placed, in ada site #31 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type ii and good hygiene. The device will be forwarded to the manufacturer for investigation. The patient reported pain at the time of the event, no further patient complications were reported.